Event description:
The pt experienced intermittent therapy; periods when it appeared that even though the device was on, he was realizing increasing tremor and loss of fine motor control. Interrogation and subsequent troubleshooting revealed a possible system integrity issue. The doctor was going to schedule a troubleshooting/exploratory surgery. Additional information has been requested.

Manufacturer narrative:
(B)(4).